Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering dept with a report that during priming of the tubing set, "a red light came on, but there was no error message or audible alarm." During testing at the user facility, it was noted that when the prime cassette key was pressed, the red alarm light activated, but no audible alarm was noted. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no further info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.